Event description:
Drive devilbiss healthcare is the initial importer of the device which is a rollator. We have retrieved the unit and are waiting for it to be transferred to our qe team for evaluation.. The end-user was in the bathroom where he placed the rollator adjacent the toilet. When he attempted to get up from the seated position he used the rollator handles for leverage. He leaned more heavily on the right side and the rear right wheel snapped at the spokes. He fell into the door jam head first making contact with the door and his eyebrow. He received a 4cm cut on the brow and 2 black eyes. He required 8 stitches. He was given a CT scan.